Event description:
Anaphylaxis, hypotension and rash [anaphylactic reaction]. 5 mm by 5 mm reaction [skin test positive]. Case description: this is a literature spontaneous report from the anesthesia progress, 2015, vol 62(1) page 22-4 entitled "suspected intraoperative anaphylaxis to gelatin absorbable hemostatic sponge. " 2 cases have been identified for different patients. This is 1 of 2 reports. A (B)(6) patient of an unspecified ethnicity started to receive absorbable gelatin (gelfoam), from an unspecified date to aid in hemostasis after dental extraction. Medical history included williams syndrome, and surgeries for ptosis repair, correction of aortic stenosis, pulmonic stenosis, atrioventricular septal defect and aortic arch hypoplasia. She had undergone 3 prior general anesthetics and the family was on a vegetarian diet. Concomitant medication included 1.5.% sevoflurane, 60% nitrous oxide, 50 mcg atropine, 20 mcg remifentanil, 20 mg propofol (diprivan), 5 mcg fentanyl 5cg intraoperatively, and lactated ringers as maintenance fluid. The patient with william's syndrome presented for dental rehabilitation under general anesthesia. The dental treatment consisted of composite and glass ionomer restorations, stainless-steel crown placement, and extractions. After 45 minutes from induction, close to the end of treatment, the pediatric dentist gave a "10 minutes until finish" warning and proceeded to extract the unrestorable teeth. Sevoflurane and nitrous oxide were turned off, and the pediatric dentist placed gelatin sponges (gelfoam) in the extraction sockets along with placement of sutures. Over the next 2 minutes, a systolic blood pressure drop from a consistent 90 mm hg to 70 mm hg was seen. At this point, the intravenous line was opened to support her blood pressure with fluids. Within the next 5 minutes, a further decline in blood pressure from 70/40 mm hg to 50/30 mm hg was seen, the pulse oximeter tracing deteriorated, and the heart rate began to decline to the low 80s. Atropine 50 mcg was given, which resulted in a rise in heart rate. As these events appeared remarkable for an otherwise uneventful anesthetic, an operating room code was declared. Patient assessment at this time revealed a normal endtidal co2 tracing and value with an unchanged peak pressure. There were no abnormal respiratory or dermatologic signs. The blood pressure cuff was not able to detect a blood pressure on the patient's left arm or leg, and new t-wave inversions on the electrocardiogram were seen along with absent peripheral pulses and weak carotid pulses. A large-bore IV was placed, and the patient was given a fluid bolus of 600 ml (55 ml/kg). A single noninvasive blood pressure reading of 30/10 mm hg was obtained. At this point, periorbital and lip edema and puffy hands were observed. Anaphylaxis was now the presumptive diagnosis. Four micrograms of epinephrine was given intravenously, and the noninvasive systolic blood pressure responded to 60 mm hg. Subsequently, 5 mg of diphenhydramine and 15 mg of hydrocortisone were given. Vitals continued to improve over the next 5 minutes, with a systolic blood pressure reading of 85 mm hg. She did not require further hemodynamic support with epinephrine. Stat echocardiogram and electrocardiogram did not show wall motion abnormalities or evidence of ischemia. The patient was extubated awake and taken to the postanesthesia care unit, where upon transfer, the nurse observed a large rash across the patient's back, which was not visible in the supine position. Cardiology and immunology were consulted, and the patient was admitted to pediatric medicine. Vitals at the time of admitting to pediatric medicine were heart rate 104 bpm, respiratory rate 23/min, spo2 99% on room air, temperature 36.98c (axillary), and blood pressure 121/78 mm hg. She received hydralazine overnight for high blood pressure; otherwise, her hospital stay was unremarkable, and she was discharged the next day with a prescription for prednisone (1 mg/kg) and diphenhydramine (benadryl) (1 mg/kg). The action taken with gelfoam was not reported. Venous blood gas and electrolytes drawn at the time of the episode showed ph 7.3, pco2 42 mm hg, po2 65.5 mm hg, glucose 5.0 mmol/l, lactate 4.6 mmol/l, na 134 meq/l, k 4.0 meq/l, cl 106 meq/l, and ca 1.2 meq/l. The tryptase level within 1 hour of the episode was 21.6 ug/l (reference 3.8-11.4 ug/l). Seven weeks later, the patient received skin prick and intradermal testing for all of the drugs administered and suspected agents. Concentrations for skin prick testing were propofol 1:1, remifentanil 50 ug/ml, atropine 1:100, and fentanyl 1:10. Concentrations for intradermal testing were propofol 1:10, fentanyl 1:100, remifentanil 5 ug/ml, and atropine 1:1000. Suspected agents were pork, gelfoam, latex, and nuts. Saline control was negative, and histamine reaction was 3 mm by 3 mm. Testing was negative for all agents except gelfoam, which caused a 5 mm by 5 mm reaction. The patient's mother was skin prick tested for gelfoam to act as a control, as there is no standardized testing for gelfoam. She developed a 3 mm by 3 mm reaction. Although allergy versus irritation was unable to be determined, it was recommended by the immunologist that the patient avoid gelfoam in the future. Gelfoam is primarily composed of purified porcine gelatin. The patient's family followed a vegetarian diet, and it is unlikely that the child would have been sensitized by a food source. Following this event, the mother described a previously unmentioned event at home in which the patient "turned blue" after eating a peanut free granola bar. Emergency medical service was called, and she received management for anaphylaxis at the hospital. However, allergy testing later did not find a causative agent for the event, so allergy to an unspecified agent was documented. Reactions by children following vaccination containing porcine or bovine gelatin are known and may be sensitizing events. The parent stated that the child had received vaccinations with no history of abnormalities or reactions. Several factors complicated the diagnosis and treatment of this patient. The diagnosis of william's syndrome with cardiac history along with hypotension as the sole presentation provided an unclear differential. In this case, anaphylaxis was a diagnosis of exclusion, as the periorbital, lip, and hand edema observed could have been due to the natural elfin facies of proptosis and large lips or the large amount of volume given for resuscitation causing additional edema. During treatment of this event, no cardiac compressions were initiated. Instead, hypotension and bradycardia were treated with rapid fluid bolus and vasopressor. American heart association pediatric advanced life support guidelines suggest that chest compressions should be initiated in children with weak carotid pulses. However, we withheld chest compressions because of the presence of unchanged end-tidal values and tracing throughout the event, even with weak peripheral and carotid pulses. Although the intraoperative context of sudden onset of hypotension at the end of the procedure was consistent with the use of gelfoam, the results must be interpreted with caution. Case comment: this is a report of anaphylaxis possibly associated with gelfoam sponge. A (B)(6) female patient with william's syndrome presented for dental rehabilitation under general anesthesia at the hospital (B)(6). The dental treatment consisted of composite and glass ionomer restorations, stainless-steel crown placement, and extractions. The pediatric dentist placed gelatin sponges (gelfoam) in the extraction sockets along with placement of sutures. The patient became hypotensive and continued to decline despite intravenous fluids. Suspect agents included pork, gelfoam, latex and nuts. Skin testing was negative for all agents except gefoam which caused a 5mm by 5 mm reaction. Gelfoam is primarily of purified porcine gelatin. The patient followed a vegetarian diet and it is unlikely that the child would have been sensitized by a food source. Several factors complicated the diagnosis and treatment of this patient. The diagnosis of william's syndrome with cardiac history along with hypotension as the sole presentation provided an unclear differential. Although the intraoperative context of sudden onset of hypotension at the end of the procedure was consistent with the use of gelfoam, the results must be interpreted with caution. This case will be reassessed when additional information becomes available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate. Report source literature description journal: anesthesia progress author: ji, j title: suspected intraoperative anaphylaxis to gelatin absorbable hemostatic sponge volume: 62 (1) year: 2015 pages: 22-4.